Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the case, after ablation was performed on the left atrium (la) and right side of superior vena cava (svc), cardiac tamponade was discovered and confirmed by a st jude viewflex echo while the thermocool® smart touch® sf uni-directional navigation catheter, duodecapolar and lasso catheters were still in the heart on the right side. Pericardiocentesis and a pericardial window were performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event; however, length of stay is unknown. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it possibly occurred due to a steam pop or due to an inaccurate force reading with no indication on the system. Transseptal puncture was performed with a baylis transseptal needle. The generator was used in power control mode at 40-47 watts with a temperature cut-off at 42 degrees. It is unknown what wattage was used at the site of injury. The exact location of perforation is unknown. The catheter irrigation flow was set at 15ml/min for 40-47 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) at 300+ seconds.